Manufacturer narrative:
The serial number of the device was no provided, therefore Section G4 PMA/510(k) or BLA # and H4 Manufacturing Date were intentionally left blank.The customer provided Stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.Stryker performed a clinical review of the reported event and determined that the device use may have contributed to a serious injury (lung injury). However, given the patient experienced an unwitnessed arrest and remained in asystole throughout the entire resucitation, it was concluded the lung injury which occurred during resucitation did not contribute to the patient's death.The device was not returned to Stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
Stryker was made aware of social media post that alleged the device was used to perform chest compressions to a patient in asystole, which resulted in lung injuries to the patient. The patient involved in the reported event is deceased.